Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while the surgeon was using the torque wrench on the screw attaching the cone conical during a revision of pt's left hip, at 140-150 torque, the screw on the cone conical snapped off.